Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It is reported that on (B)(6) 2013, a trinkle reaming attachment separated into two pieces just below the locking mechanism. Device was not used in a surgical procedure. No patient involvement, no harm to the user was reported. This is 1 of 1 reports for this event.